Event description:
Additional information received on 02/19/2026 for report mw5183882 to add additional devices and to update procode. Procode: mai. Referenced reports: mw5184098, mw5184099, mw5184100, mw518101.

Event description:
A biceps tenodesis was performed and an arthrex biocomposite swivelock anchor was inserted into my right shoulder. The anchor showed signs of infection within 3 months and had to be explanted and a revision tenodesis had to be performed. An methicillin-susceptible staphylococcus aureus infection was identified and treated with IV antibiotics. This revision was not successful and further intervention was needed. I've attached copies of relevant magnetic resonance imaging reports, blood work and tissue culture results to this report.